Manufacturer narrative:
One embolectomy catheter was returned and as received the catheter body was in two pieces and the balloon was missing. The catheter tube appeared to have been cut (smooth edges) 19cm proximal of the catheter tip. Both sections were returned. Clarification from the reporter indicated that the ¿surgeon cut the catheter to enable him to get it out.¿ the proximal, distal windings and the balloon latex were found to be missing from the catheter tip and were not returned. The evaluation included visual examination, which was performed with an unaided eye. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed, due to the condition of the returned catheter. During the evaluation, no indications of a manufacturing nonconformance were noted. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the product IFU, balloon separation may occur when the pull force of 1.5 lbs on an inflated balloon has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). While the circumstances of use are not known, if the 1.5 lbs pull force was exceeded, the proximal windings may have slipped distal on the catheter tip trapping the inflation media inside the balloon. This may be the cause of the deflation difficulty. No other actions will be taken at this time.

Event description:
As reported, the balloon of the embolectomy catheter was inflated in the profunda of the femoral artery but it did not deflate. The catheter was removed by extending the incision to 10cm, which took an additional 30 minutes of procedural time. The account later clarified that the ¿longer incision was needed to get the balloon out safely but turned out to be needed in the end anyway since that¿s where the artery was good enough to graft onto. So the longer time was needed for it¿. No lasting injury was reported. Saline was used as the inflation medium and the reporter did not remember if the balloon had been tested prior to use.

Manufacturer narrative:
One embolectomy catheter was returned and as received the catheter body was in two pieces and the balloon was missing. The catheter tube appeared to have been cut (smooth edges) 19cm proximal of the catheter tip. Both sections were returned. The proximal, distal windings and the balloon latex were found to be missing from the catheter tip and were not returned. The evaluation included visual examination, which was performed with an unaided eye. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed, due to the condition of the returned catheter. During the evaluation, no indications of a manufacturing nonconformance were noted. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the product IFU, balloon separation may occur when the pull force of 1.5 lbs on an inflated balloon has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). While the circumstances of use are not known, if the 1.5 lbs pull force was exceeded, the proximal windings may have slipped distal on the catheter tip trapping the inflation media inside the balloon. This may be the cause of the deflation difficulty. No other actions will be taken at this time.

Manufacturer narrative:
Additional information was received: ¿the catheter was inflated in the profunda femoral artery at about 10 cm depth but it was not possible to gradually or in any form to deflate it. The artery was therefore exposed and the catheter withdrawn whilst controlling the artery from the outside though a arteriotomy 1 ¿ proximal to the catheter. The catheter balloon did burst and it was possible to retrieve the catheter.¿

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.